Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable as lens was removed/replaced in the initial procedure. If explanted; give date: not applicable as lens was removed/replaced in the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed/replaced as a vitrectomy was required. The lens was replaced with an anterior chamber lens. Patient outcome was reported as fine. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: additional information was received and it was learned that there was no patient involvement with this lens. Reportedly an anterior chamber was implanted instead for the patient. Therefore this complaint is no longer considered a reportable event. Hence no further information will be provided under report number 2648035-2019-00435. Patient code provided in the initial report is now updated (B)(4). Device available for evaluation; returned to manufacturer on: 4/15/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed torn. The lens condition is typically of a removed or explanted lens. According to the initial report there is no complaint against the lens. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.